Event description:
A social media comment was received indicating that a patient's seizure condition worsened after vns. The patient was unable to be identified. No other relevant information has been received to date.